Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on(B)(6)2023. The dc jack connector of right ang ext cable was observed to be properly seated on the cardiomems i3 connector cover prior to disassembly. Visual inspection of returned material revealed functional damage to right ang ext cable in the form of being torn at the pvc overmold area. Exposed internal wires were visible from this damaged area of right ang ext cable. The 3v coin cell battery was observed to not be completely seated in battery holder on the i3 stuffed pcb inside unit¿s enclosure assembly revealed. Error # 0 (dsp startup failed) appeared after the progress bar of bootsplash finished loading on the handheld. Touchscreen or keypad input with the handheld assembly also reproduced error # 0 (dsp startup failed). The error # 0 (dsp startup failed) was intermittent and was not produced during every bootup of unit. Unit prematurely shut off when pvc overmold area of right ang ext cable was manipulated prior to observation of damage. No premature loss of power was encountered when the power supply was connected directly to the main unit assembly. The 3v coin cell battery not being properly seated did not cause any performance malfunctions. The dsp load test step of diagnostic test was considered most relevant for performance analysis when regarding the complaint issue of error # 0 (dsp startup failed). This was because error # 0 (dsp startup failed) involves the dsp failing to load. Unit passed dsp load and all other test steps of diagnostic test. Complaint of ¿after power powering on the pes, it shuts off¿ confirmed. Unit determined to have power malfunction that occurs when the right ang ext cable is manipulated. Root cause of unit¿s prematurely shutting off concluded to be due to a damaged right ang ext cable.

Event description:
Investigation revealed exposed wires upon analysis to the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.